Event description:
The initial implant was (B)(6), 2011 to treat a type b dissection and enlarging thoracic aneurysm using two gore tag thoracic endoprostheses. In (B)(6), 2011 a tube graft was surgically implanted in the ascending aorta from the sinotubular junction to the proximal end of the tag device to treat a type a dissection. On (B)(6), 2011, the physician was implanted a bavaria graft as the aneurysm continued to enlarge when the pt started bleeding excessively. The source of the bleeding was unk and another tag device was implanted, however, the bleeding continued and the pt ultimately expired.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use, the gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta.